Event description:
It was reported that during a laparoscopic sigma, the tissue pad broke but did no tall into the patient. No further information is available. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.